Event description:
It was reported that the patient underwent ambicor penile prosthesis (app) revision surgery since there was fluid loss though proximal part of the cylinder due to a hole. The patient outcome was reported to be fully recovered.

Manufacturer narrative:
Upon receipt of the ambicor penile prosthesis (app) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and the analysis determined that one of the cylinders presented a hole with broken fabric threads at the proximal end of the cylinder that resulted in a fluid leak. These abnormalities were consistent with sharp instrument damage. The other cylinder and the pump did not show signs of abnormalities or damage. Functional testing was not performed due to the leak identified in the cylinder. Based on the information available, the reported allegations could not be confirmed; therefore, a conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent ambicor penile prosthesis (app) revision surgery since there was fluid loss though proximal part of the cylinder due to a hole. The patient outcome was reported to be fully recovered.